Manufacturer narrative:
The investigation into the major access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the clinical information provided, the root cause of access site bleeding was most likely due to patient condition. Correction : the section d1 (brand name) was incorrect in the initial report which has been corrected to this report.

Event description:
A 67 year old female with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported the patient experienced bleeding following axillary impella insertion prompting the administration of two units of blood. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿